Event description:
New information received indicated that the lead exhibited high capture threshold and high pacing impedance.

Event description:
It was reported that the right ventricular lead fractured. Temporary programming changes were made. A leadless pacemaker was implanted but the lead was left implanted. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.